Manufacturer narrative:
MFR has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk) the device gave a "no shock advised" prompt for a rhythm clinicians believe was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.